Event description:
It was reported that during prep, the pta balloon guard was difficult to remove and the force needed to removed it caused the catheter to break. There was no pt involvement.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with the expiration date, but not reported. All other required information was previously provided and no further follow up attempts were completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is inconclusive for difficulty removing the balloon guard from the catheter, as the balloon guard was not returned for eval. Per the reported event details, it was noted that the tech could not get the balloon guard off the balloon and caused the balloon to break from the catheter. However, a definitive root cause as to why the balloon guard could not be removed and why the bond failed could not be determined based upon available info. The ultraverse 014 instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.